Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. Customer was instructed on how to return the faulty pump and informed about programming and connecting their settings to the replacement pump. Customer agreed to continue using the current pump as a backup therapy until the replacement arrived and acknowledged all instructions provided by technical support.